Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bottom of insulin pump had unexpected restart and keypad was not responding. The customer¿s blood glucose level was unknown at the time of the incident. The customer was reported that the insulin pump had blank display. The customer was assisted with troubleshooting and display returned. The customer reported that the insulin pump had other external ram crc error. The customer was assisted with troubleshooting and able to clear and rewind the insulin pump, self-test passed. The insulin pump will not be returned for analysis.